Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that angina, vessel dissection, and stent thrombosis occurred. In (B)(6) 2015, the patient presented with a positive stress test. Subsequently, selective coronary angiography of right and left systems was performed via right radial artery access. The 80% stenosed target lesion was located in the mid right coronary artery (rca). A 2.5x16 synergy drug-eluting stent was deployed and post-dilation was performed using a 3.5 noncompliant balloon catheter leaving 10-20% residual stenosis. Angiographically, the lesion improved. Post dilation was performed in the proximal edge of the stent secondary to an ectatic area of the vessel. There was sluggish flow seen in the rca system that was very similar to the left systems. Final angiography showed no evidence of wire perforation and no edge dissection. Twenty-four days post procedure, the patient presented sudden onset of substernal classic angina symptoms and electrocardiogram (EKG) result of inferior st elevation. The patient was taken emergently to the catheterization laboratory. Using modified seldinger technique and micropuncture kit, vascular access was obtained via the right femoral artery and a 6f sheath was placed without complication. A 5f non-bsc diagnostic catheter was then advanced over a j-wire and used to engaged the left main coronary artery (lmca). Orthogonal views were then obtained via power injection. This catheter was then removed over a j-wire and exchanged for a 6f non-bsc guiding catheter which was used to engage the right coronary artery. Angiography was then performed. A non-bsc wire was then advanced through the guiding catheter after the patient was given an additional 9,000 units of heparin to the 5,000 the patient had received in the field. The non-bsc wire was passed easily into the distal rca followed by an aspiration catheter which could not be passed into the distal vessel. This was then removed and a 2.5x20 emerge balloon catheter was advanced over the wire and used to dilate the previously stented column. Nitroglycerin was then given ic and orthogonal views were obtained showing now timi-2 flow into the distal vessel. An optical coherence tomography (oct) catheter was then advanced over the wire and used to image the distal and proximal vessel demonstrating a dissection in the distal vessel and residual thrombus burden in the more proximal vessel. The oct was then removed and a 2.5x12mm synergy drug-eluting stent was advanced over the wire and deployed in the proximal vessel just proximal to the posterolateral branch (plb) and posterior descending artery (pda) bifurcation. The stent delivery system (sds) was then pulled back slightly and used to cover the area of overlap to high pressure. The sds was then removed and a 3.0x30 nc quantum apex balloon catheter was advanced over the wire and used to post-dilate the right coronary stent column extending from the distal to proximal edge. This was then removed and the oct catheter was then readvanced and used to image the column showing excellent stent expansion and apposition with some residual thrombus burden in the proximal and mid rca. Final orthogonal views were obtained with and without the wire demonstrating excellent timi-3 flow with blush and mild thrombus in the mid-vessel. The guide catheter was then removed and exchanged for 6f angled pigtail catheter which was advanced into the lv. Left ventricular pressures as well as left ventriculography were obtained and aortic gradient on pullback. This catheter was then removed and selective right femoral arteriography was performed through the access sheath. This was then removed and hemostasis was achieved with a 6f non-bsc vascular closure device. The patient tolerated the procedure well without complication. The EKG and chest pain had normalized by the end of the procedure.